Event description:
It was reported that during a moderately tortuous, highly narrow, 90% stenosed atrial ventricular (av) artery stenting procedure, three promus stents were successfully deployed to cover the lesion. There was difficulty viewing with post-imaging and the intravascular ultrasound (ivus) catheter was retracted for better viewing. As the ivus catheter was removed, it met resistance with the promus stent that was previously deployed and became stuck. The ivus catheter was advanced distally to dislodge from the promus stent and it was released from the promus stent. Post-dilatation was completed to ensure the promus stent was securely deployed. Reportably, the av artery was narrow which is what caused the difficulty with removal of the ivus catheter. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.